Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during placement of a dse (drainage system extension) catheter under sterile conditions, three punctures were performed. And the epidural space was identified at the l3-l4 level. Cerebrospinal fluid (csf) outflow under pressure was observed, consistent with the patient's known subarachnoid hemorrhage (sah). The mandrel-reinforced catheter was advanced without difficulty, and the introducer needle was removed uneventfully. Upon removal of the mandrel, the mandrel fractured, with the braided wires unraveling and two wires snapping, resulting in damage to the distal portion of the catheter. The mandrel was fully removed; the distal 10-12 cm appeared intact on inspection. As a precaution, the physician cut the catheter at the level of the fissure/break before connecting the catheter to the csf drainage collection system using the provided connector. The catheter was wet but not fully primed with fluid prior to use. The mandrel was not wrapped around the operator's fingers or hand during withdrawal. The incident resulted in a significant increase in procedure time of approximately 1 hour. However, no patient injury was reported.